Manufacturer narrative:
Three devices were returned and evaluated the evaluation results are as follows: results for device #1 and #3: the complaint about the device fell off is confirmed. The device was returned with hair strands attached to the pad. Per the IFU - when choosing the location for the v-go, avoid the following: areas with excessive hair. You may shave the area to help the v-go attach to your skin. Note: if you have sensitive skin or your skin becomes irritated, ask your doctor or healthcare professional about skin barrier products. Results for device #2: the complaint about the device fell off event could not be confirmed. There was foreign contamination observed on the adhesive foam pad. There was moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
The patient reported that the adhesive pad did not stay attached to the body. Patient reported that on (B)(6) 2020 he woke up and the v-go device was becoming detached from his body.